Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. The customer's allegation was confirmed. The device evaluation found that the foreign material turned out to be dimeticone. A definitive root cause for the foreign material remaining could not be identified. It was confirmed that the section where the foreign material remained had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the facility implemented the reprocessing in line with the instructions for use (IFU). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the air/ water nozzle. There were no reports of patient involvement.